Event description:
The physician was doing a lead revision on a patient with an ICD, internal cardiac defibrillator, and was attempting to advance the micropuncture wire through the micropuncture needle and down the cephalic vein toward the heart. The distal 3 inches of the wire sheared off and became 2 pieces. The physician pulled out the proximal part of the wire and the distal part remained in the cephalic vein. The doctor was able to visualize the tip of the distal wire sticking out of the cephalic vein and they were able to pull the distal tip out without further breakage.